Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
The event was described as during a neurovascular procedure the physician noticed the guidewire was not behaving in its typical manner. Under fluoroscopy the physician noticed the wire did not look normal and decided to pull it out to inspect. Once the wire was removed and examined on the back table they noticed the wire had separated. All of the wire was removed from the patient and there was no patient injury.